Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 31 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet delivery sheath for a left atrial appendage (laa) closure. The cable connection was checked during device prep, with the cable connection confirmed to be in the hoop, and prior to deployment per the instructions for use (IFU). During device positioning, after lobe deployment in the left atrial appendage neck, while pulling back the sheath to deploy the disc, the cable detached from the occluder while the disc was still within the delivery system. The physician advanced the cable in the sheath and was able to attach it again through the device screw to recapture the device within the sheath. The device was removed from the patient and replaced with a new 31mm amplatzer amulet left atrial appendage occluder, using the same delivery system. The manipulation of the system was performed per the IFU. The procedure was completed with no patient adverse consequences.